Event description:
IV started by anesthesiologist in healthy pre-op pt's hand. IV site noted to have leakage around site. Anesthesiologist pulled catheter back slightly by hub, and was holding hub and small portion of catheter that had pulled out of pt. Remainder of IV catheter (approx 1" length) was retained in pt and had to be surgically removed to prevent migration, embolization and serious injury.device labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: telemetry failure. Conclusion: device failure directly caused event. Certainty of device as cause of or contributor to event: yes. Corrective actions: other. Invalid data - on device destroyed/disposed of status.